Event description:
Boston scientific received information that this device emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that the patient presented to the emergency room six days later with complaint of receiving shock therapy. Interrogation of the device noted no episodes of shock therapy delivery and the patient was released. The device was explanted and replaced three days later due to the fault message. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received that the device was returned by the local field representative, however, the device was never received for analysis.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.